Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The customer changed their pump supplies to address bg. System check with tandem technical support confirmed the pump was functioning as intended.